Event description:
Caller reported a malfunction on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer did not experience any notable events prior to the malfunction. Cts assisted the caller in resetting the pump after a brief interruption due to a dead battery. After reconnecting the pump to charging supplies, the screen reactivated, and the malfunction code did not recur post-reset. Customer was advised to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.